Event description:
Device issue: stent dislodgement. Time of device issue: during the procedure. Adverse event: stent implanted at an unintended site. It was reported that during a procedure within a very tortuous, calcified distal right coronary artery, the xience v stent did not cross the lesion. Upon pulling back the stent delivery system (sds), the stent caught on a portion of the calcification, bending the struts. The device was removed from the vasculature. A second xience v stent was inserted and as the physician was advancing, resistance was felt in the proximal vessel. The stent did not reach the target lesion. Upon removal of the stent delivery system, it was noted that the stent was no longer on the balloon, it remained in the proximal rca. The stent was then re-entered with a 1.5 mm balloon and slowly deployed in the proximal to mid rca, an unintended site, by upsizing the balloons. A non-abbott stent was successfully implanted within the target lesion. There was no reported pt sequelae. Though requested, no additional info was provided.

Manufacturer narrative:
(B) (4). (B) (4). The device is expected to be returned for eval. It has not yet been received. The lot number was provided. Review of the device history records is forthcoming. A follow-up report will be submitted with all additional relevant info.